Event description:
The user reported that while treating a calcified coronary lesion the asap catheter became stuck. The physician reported that the patient had a visibly calcified artery. When the asap was in the artery it became lodged in the calcified section and could not be withdrawn. After manipulating the guide catheter and the asap catheter the physician was able to remove all interventional devices from the patient. The physician then ballooned the lesion and thrombus with a new catheter and guide wire. The reported event resulted in a ten minute delay to the procedure. The physician stated that the asap catheter was not to blame for the reported event. No harm or injury reported.

Manufacturer narrative:
The suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.